Manufacturer narrative:
The reported field event of set screw issue was confirmed. Septum material was observed inside the atrial (is-1) set screw hex cavity, and the set screw was stripped. This did not allow the set screw to be tightened and secured properly in the field, which subsequently caused the capture, pacing, and sensing anomalies observed in the field. The connection issue was consistent with having occurred during the procedure. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a routine device exchange procedure, when connecting the existing atrial lead to the new device, high pacing impedance, a loss of capture and undersensing were noted. It was noted the atrial lead was not connected correctly in the device header. When attempting to reconnect the atrial lead, it was suspected the set screw may have been unscrewed completely and was unable to be corrected. The device was explanted and replaced to resolve the event. The patient was stable.